Event description:
During IV set up as the rn was connecting the extension set to the IV site, she was unable to disconnect the cap to connect. Several staff members attempted and were unsuccessful in removing the cap. This has happened in the past, but it seems to be happening more frequently. Our team reached out to supply chain who then reached out to ICU medical and they are working directly with ICU medical on investigating this issue. Product information: ICU medical, 12120-13979380 5 (13cm) small bore bifuse ext. Set w/ 2 clave, 2 clamps, luer lock.